Manufacturer narrative:
Concomitant medical products: addrl1 device product event summary: the full lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. Performance data collected from the device was also received and analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. It was noted rv lead noise observed in s2d egms. The ocp counts are high, but the date corresponds with the explant date. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low-voltage pacing leads exhibited oversensing of noise in the electrogram (egm). The leads were explanted and replaced. No patient complications have been reported as a result of this event.